Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the medium-large clip applier instrument's lower and upper jaws could not be closed. The procedure was continuing as planned with no reported injury. The endowrist medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-june-2022: the medium-large clip applier instrument was inspected prior to use and had no issue. It was unknown if the surgeon confirmed the closure of the clip after ligation. The patient did not experience any complication during and after the procedure. No image of the procedure was available for the review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The reported failure was not able to be replicated or confirmed. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of the grips was observed. Housing was also removed and no damage was observed at the backend. The ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system and then passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed twice. The instrument was fully functional. No image or video of the procedure was provided for review. A review of the instrument logs for the medium-large clip applier (part number 470327-12/lot number k10220117-0167) associated with this event has been performed. Per the review, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 98 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the medium-large clip applier instrument tip was not wide enough to clip. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.